Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed at the time of service, however, the customer reported that the issue occurred intermittently after service. The device evaluation found minor scratch on top cover. Minor scratch on rear panel. Minor corrosion on rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service officer reported to olympus, the visera elite ii video system center received an e105 lamp error. It was reported that after switching the device on and off it began to work and then the same error was received again. The issue was found during receipt of inspection. It was reported that the issue continued after service. It was reported that there was no patient involvement.